Event description:
The customer reported via phone call that they were experienced high blood glucose level with a blood glucose value of 450 mg/dl at the time of the event. The customer was treated with the insulin pump. Troubleshooting was performed and found that the customer got assistance with the pump programming. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.